Event description:
It was reported by a user facility that a saline bag refilled during recirculation. There was no pt involvement. Service and repair was declined.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occured during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refill with dialysate during circulation. There have been no adverse events associated with the reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.